Manufacturer narrative:
Continued e1: phone number: (B)(6), further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "silicone perspiration".

Event description:
Healthcare professional reported right side capsular contracture baker grade ii, "silicone perspiration", and "change in the color of the device was observed during surgery." The device has been explanted.